Event description:
On (B)(6) 2012, the patient reported the up button of the infusion device does not always respond. She stated she sometimes has to press it more than once. She switched to her backup infusion device. She stated the button feels soft but is not flat. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Related to 2183996-2012-00575.